Event description:
It was reported to philips that cable failure prevented system boot-up on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the fru conn cord xper-ttcf, restoring the system to operational use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).